Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 0.5mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was scheduled for a routine pump replacement due to eri being in less than one month. Prior to surgery, the patient was seen by the physician in clinic and found to have a non-patent catheter with a negative catheter access study. The patient was subsequently seen in clinic for sequential dose reductions in preparation for a catheter revision surgery. Environmental/external/patient factors that may have led or contributed to the issue included high dose and concentration, as well as the catheter being an old catheter implanted in 2006. The patient was taken to the operating room today. The physician opened up the pump pocket and removed the old pump and existing catheter. They were unable to see any freely dripping cerebrospinal fluid (csf). They attempted to use a needle to aspirate directly from the catheter, but still got no return of csf. Due to the age of the catheter, the physician opted to fully replace the catheter. They tied off the existing catheter to be abandoned in the pump pocket. The exact cause of the catheter obstruction was not determined. They made a midline lumbar incision, and placed a new catheter at t10. The new catheter was tunneled to the existing pump pocket and connected to the new proximal segment and pump. A final catheter aspiration was done before and after placing the pump in the pump pocket with positive return of csf. The incisions were irrigated and closed. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included chronic low back pain and lumbar failed back surgery syndrome. The patient status at the time of the report was alive with no injury.